Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 165, 181, 145, 233 and 165 mg/dl. Customer is also concerned with erratic blood glucose test results from fasting back to back tests done during the call on (B)(6) 2018 of 126 and 151 mg/dl using truetrack meter. The customer's expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date at time of call is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 165, 181, 145, 233 and 165 mg/dl. Customer is also concerned with erratic blood glucose test results from fasting back to back tests done during the call on (B)(6) 2018 of 126 and 151 mg/dl using truetrack meter. The customer's expected fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date at time of call is two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.